Event description:
It was reported the electrode tip was broken. The surgeon felt that the effect of rf current was weak so they increased the power output setting, but still not effective. The surgeon then pushed the electrode tip to the tissue, then it was broken.

Event description:
It was reported the electrode tip was broken. The surgeon felt that the effect of rf current was weak so they increased the power output setting, but still not effective. The surgeon then pushed the electrode tip to the tissue, then it was broken.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the reported failure could be due to: improper cleaning/sterilization and/or excessive user force. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.